Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Mucosae excission for a precedent polyp resulted a t1 after hystologic exam - "during excange of curved instruments, the the transparent part of universal seal of a trocar detached and fell in the patient, they need to recover with a grasper. They tried to reinsert it but with no success and the trocar had air leakage. Trocar were optic was inserted, escaped from gel more than one time (it was inserted again and again with obturator). They worked with optic shaft directly inserted in the gel."patient status - "good."